Event description:
It was reported that the patient was admitted to the hospital due to syncopal episode. Upon interrogation, it was noted that the right ventricular (rv) lead was not capturing. Further testing performed found that there was intermittent capture at 5volts@1.5ms in bipolar configuration. Programming changes were made before schedule for explant. The patient was not dependent with underlying heart rate in the 30's with complete heart block. The rv lead was explanted and replaced. The patient was stable throughout.